Event description:
As reported by our (B)(6) affiliate, a 26mm sapien xt valve was successfully deployed 50:50 aortic/ventricular (a/v) via the transfemoral approach. During post deployment angiogram, the valve ¿fell¿ in to the ventricle. The procedure was converted to open surgery. The xt valve was explanted and a bioprosthetic valve was implanted. The patient was transferred in stable condition. It was perceived that possible under sizing of the valve (26mm xt valve verses a 29mm xt valve) may have contributed to this event. The correct valve size was difficult to determine due to the severe amount of calcification. The patient¿s native annulus measured 24mm to 25mm by transesophageal echocardiogram (tee). Severe annular calcification and severe native leaflet calcification were noted.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors (possible undersizing of the valve), in addition to patient factors (severe annular and native leaflet calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.